Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during they used two devices in a bilateral salpingo-oophorectomy procedure, when the surgeon placed the devices on tissue, they saw smoke from the tissue but there was intermittent activation of the devices and no hemostasis when compressing the blade on the ip ligament. They used bipolar and graspers to control the bleeding and then completed the procedure with gyrus. There was no patient consequence reported. Additional info: the case was regular laparoscopic case, device was used in double-tap mode. Not sure about actual blood loss, but patient did not require blood transfusion and is currently doing well.